Manufacturer narrative:
Citation: xiong ty et al. Hemodynamic changes after transcatheter aortic valve implantation during sequential follow-ups in patients with bicuspid aortic valve compared with tricuspid aortic valve. Cardiol j. 2017;24(4):350-357. Doi: 10.5603/cj.a2017.0020. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding hemodynamic changes following transcatheter aortic valve implantation (tavi) in bicuspid and tricuspid aortic valves. All data were collected from a single center. The study population included 85 patients (predominantly male; mean age 74 years), 40 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: moderate to severe paravalvular leak (pvl) requiring a second valve implant valve-in-valve. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.